Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. In the letter the dentist states that the patient is not suitable to continue byte aligner treatment due to periodontitis and significant bone loss and increased mobility. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.